Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, the patient's mother stated that the patient ended up in the hospital because they could not get the dexcom to work. The date and the reason that the patient was in the hospital is unknown. It was indicated that the patient had went through 4 transmitters and 2 receivers and the devices would not work. Additional patient or event information is not available.